Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit does not record the history. The unit was triaged and the reported condition was confirmed. Upon triage, the reported issue was isolated to a faulty main printed circuit board. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the unit does not record the history. This occurred during testing with no patient involved.